Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 1627487-2021-01894. It was reported that high impedance issue was observed on the lead. Patient denies any traumas or falls. Both leads were explanted, and new leads were implanted. During the replacement procedure the right l2 lead was adhered to the left l2 lead and was pulled out as well. Effective therapy was restored post procedure. There were no complications during the procedure. Patient was stable. It is unknown which lead had high impedance and was explanted, therefore both leads are being reported.